Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was not charging their battery and it went into an overdischarge. The battery was replaced on the day of this report. The reason of the overdischarge was due to patient¿s non-compliance with recharging. No patient symptoms were reported. The patient indication was for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.